Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on august 29, 2015, confirming the clinical observation. The device was subjected to an electrical analysis. The analysis confirmed a depleted battery. The current consumption of the ICD was measured and found to be normal and as expected. In a next step, the amount of charge taken from the battery was verified. The battery condition was found to be not as expected. Therefore, the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
Ous MDR - after an implantation period of about 16 months it was reported that the ICD was in unexpected eos mode. No adverse patient side effects have been reported. The ICD is under analysis.